Event description:
It is alleged that during a case the pt's liver was slightly burned due to arcing at the wrist of the scalpel/electrocautery instrument. It was reported that there was no serious injury to the pt.